Event description:
It was reported that the bd alaris extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: line was inserted into pump but infusion was not commenced in error for several hours. When attempt was made to commence the pump, the alarm was consistently showing occlusion. On investigation 'aneurysm' was found on line. Line removed and replaced.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (B)(6) product was received without packaging; the lot number was not provided to assist the investigation. The product was received connected to a baxter intravenous infusion bag with residual sodium chloride solution inside. Further information provided by the customer indicates that an 'aneurysm' was observed to the pumping segment of the infusion set shortly after infusion was started. Functional testing involved flushing fluid through the infusion line; no flow restrictions or occlusions were identified throughout testing. Further more no bulging of the pumping segment was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the (B)(6) product.